Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead exhibited a high pacing threshold. The lead was explanted and replaced. The patient was in good condition following the procedure.